Event description:
It was reported that stuck in stent occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. An opticross imaging catheter was advanced, but it failed to cross the lesion. The physician wanted to check the character of the lesion, so he pushed this device with excessive force. When the device was pushed forward it got stuck at the target area. It could not be moved back and forth. It was noted that the proximal part of this device had been cut. It was released from being stuck by covering the guidezilla2. This device was replaced with another of the same device and the procedure was continued. There were no patients complications that were reported. The patient is currently stable.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/13/2018 02:28 pm CT. The report number is being corrected from: 2134265-2018-64095 to: 2134265-2018-62348.

Event description:
It was reported that stuck in stent occurred. The stenosed target lesion was located in the severely calcified left anterior descending artery. An opticross imaging catheter was advanced, but it failed to cross the lesion. The physician wanted to check the character of the lesion, so he pushed this device with excessive force. When the device was pushed forward it got stuck at the target area. It could not be moved back and forth. It was noted that the proximal part of this device had been cut. It was released from being stuck by covering the guidezilla2. This device was replaced with another of the same device and the procedure was continued. There were no patient complications that were reported. The patient is currently stable. Investigation completed. Device was returned for evaluation. The unit returned has catheter broken. The unit returned has a damage (detached) in the proximal sheath assembly, however, there was no damage observed on the distal tip or guidewire exit port assembly. Also, a kink was observed in the distal sheath assembly. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted.